Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event occurred at (B)(6) hospital; therefore it is presumed the patient was a child.

Event description:
The customer reported a leak at the filter when infusing tpn at an unspecified rate. It was reported that the filter leaks started in (B)(6) 2018. The customer stated that "there was a product back-order of this product at the beginning of (B)(6), and not sure if this has anything to do with the issue". The event occurred at (B)(6) hospital. Although requested there was no additional event details or customer did not indicate any patient harm.

Event description:
The customer reported multiple tpn filter leaks which started in october 2018. The rn reported that the tpn rates vary from patient to patient, the set up included a trifuse (bd set) or bifuse (non bd set) connected to a port or PICC line. The leaks all occur around the backside of the filter when the set is in use from 12- 96 hrs. The events are occurring in either med / surg or critical care. The customer did not indicate patient harm however reported an interruption in care. The rn reported the technique of priming the filter was in accordance with the instruction for use.

Manufacturer narrative:
Concomitant medical products:-PICC line, bifuse- (non bd set ICU medical,) no product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported multiple tpn filter leaks which started in (B)(6) 2018. The rn reported that the tpn rates vary from patient to patient, the set up included a trifuse (bd set) or bifuse (non bd set) connected to a port or PICC line. The leaks all occur around the backside of the filter when the set is in use from 12- 96 hrs. The events are occurring in either med / surg or critical care. The customer did not indicate patient harm however reported an interruption in care. The rn reported the technique of priming the filter was in accordance with the instruction for use.

Manufacturer narrative:
The customer¿s report of leaking from the filter was confirmed. Visual inspection showed no anomalies. Functional testing was performed; upon priming, small droplets were noted to be leaking from both the top vent and bottom vent of the filter. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate to leak/weep out through the path of least resistance (the filter air vent).